Event description:
After the conclusion of a cardiopulmonary bypass procedure, the pump console was unplugged from the wall in preparation for moving it to another room. The console did not continue to operate under battery-supplied power as expected.